Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Customer reverted to manual injections for insulin therapy. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue. Customer¿s blood glucose was 99 mg/dl.